Manufacturer narrative:
The reference device will not be returned to olympus for evaluation as it was discarded after the procedure. The cause of the reported event cannot be determined. The thunderbeat type s instruction manual gives users several warnings to prevent injury. ¿to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result. Before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section.¿

Event description:
Olympus was informed that two days after a therapeutic total laparoscopic hysterectomy (tlh) procedure, a patient presented to the emergency room at a different facility with a thermal laceration (perforation) to the small bowel area and a related infection. It was reported that the patient had complaints of pain and discomfort after initial the procedure. The patient was admitted and treated for the infection in the emergency room. The patient was then taken to surgery and underwent a colostomy and laparatomy to repair the bowel. The patient remained in the hospital for a week. The patient¿s current condition is unknown. Additionally, the user facility reported that the generator settings during the initial procedure were cut 2/coag 1 and no error messages were observed. There were also no anomalies noted with the device and equipment prior, during or post procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided from the original equipment manufacturer (OEM). The OEM reported that the perforation was possibly due to force inappropriately applied to the target tissue, which may have been generated by the user mishandling the device. The OEM performed a review of the DHR for the subject device and lot number and found no anomalies noted during the manufacturing of this device.